Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad flex connector not fully connected. Unable to verify motor error alarms due to button keypad anomaly. The device was received with a cracked and broken off piece of the end cap, cracked case at display window corners, cracked reservoir tube and battery tube threads. The device was received with a scratched display window and received with missing end cap sticker. Motor received with physical damage. Unable to test motor due to physical damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6), 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.